Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported an angio-seal was deployed without incident via the left common femoral artery. The patient returned to the hospital days later with leg pain. Thrombosis was found in the common femoral artery and it was determined that the angio-seal should be removed. During surgery, the angio-seal was removed and a portion of the common femoral artery was replaced by a graft. The patient also had a fasciotomy surgery performed (date unknown) to relieve the compartment syndrome that had developed in the patient's leg. The event date is month specific and occurred sometime in (B)(6) 2010. Additional information was not available.